Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that balloon damaged was confirmed a few hours after use. There were no missing pieces of the balloon.

Manufacturer narrative:
The reported event was confirmed with an unknown cause. Received only the catheter for evaluation. The visual inspection noted an irregular balloon burst. No pieces of the sac were missing. A weak spot was observed. Per the functional evaluation, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The following results were found during the dimensional evaluation: eye snip length: 3/32¿, inflation lumen coverage: 10 thou, balloon thickness: 24 thou, burst initiated from bottom collar of sac: 0.5 cm. The balloon thickness measured 24 thou per the tactile evaluation. In addition, the edges of the burst area were brittle. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that balloon damaged was confirmed a few hours after use. There were no missing pieces of the balloon.